Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a health care professional (hcp) regarding a patient receiving morphine ("5 mg" at 1.90315 mg/day), bupivacaine ("30 mg" at 19.03149 mg/day), baclofen ("325 mcg" at 142.22222 mcg/day) and clonidine ("300 mcg" at 190.31492 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing increased pain since the hydromorphone in the pump was switched out to morphine. Due to a miscommunication between the patient and the clinic the patient's refill was scheduled for after his alarm date and his medications were not prepared when he presented to the clinic on (B)(6) 2019 and service code 236 was displayed on the programmer. He was prescribed oral clonidine and zofran to manage his withdrawal symptoms. He returned on (B)(6) 2019 and his pump was refilled and the dose was increased 5% to address the decreased pain relief. It was noted the issue resolved without sequelae on (B)(6) 2019. The issue was related to the device or therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was updated to resolved without sequelae on (B)(6) 2019. The pump was reprogrammed on (B)(6) 2019 where the intrathecal (it) dose was increased 5% and on (B)(6)2019 where the it rate was increased. No further complications were reported/anticipated.